Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event obsserved during analysis.final analysis found that a partial lead was returned in two pieces. Insulation abrasion was noted at 30.0 cm to 30.2 cm from the distal end. The abrasion is consistent with constant friction with another implantable device.